Event description:
The customer reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge svc rep found the system had no battery to s-ram. He replaced the s-ram. System booted and is operating with in the MFR specification.